Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, and seroma.

Event description:
Healthcare professional reported right side "lymph node and breast tissue with malignant lymphoid neoplasm with nodular and diffuse pattern consisting of large cells with marked cellular atypia, several of them multinucleated with hyperchromatic nuclei and one or more visible nucleoli" and "seroma". Pathological markers cd30+ and alk- have been received. The device remains implanted. Treatment: antibiotics, anti-inflammatory.

Event description:
Additional information stated healthcare professional confirmed "inflammation of the right axilla after surgery (biopsy) and palpation of indurated and painful lymph nodes, swollen, hyperemic breast, with moderate mastalgia and capsular contracture capsular capsule g ii of the right breast." A total capsulectomy and breast reconstruction mastopexy without implant has been performed without complications. Patient was hospitalized to begin treatment with chemotherapy and is undergoing their second chemotherapy. Patient "is evolving satisfactorily, waiting to start systemic treatment with chop." The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.